Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing elevated high blood glucose levels. Reportedly, the luer lock on his pump was not fastened on straight and was leaking.